Event description:
It was reported to st. Jude medical that the ICD was explanted when premature battery depletion was observed. It was also reported that data on the rtm trend for p and r waves, battery voltage and pacing impedance could not be obtained.